Event description:
It was reported that the patient's leads were explanted for an unknown reason. During the procedure, one of the leads broke in the epidural space and was left implanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.